Event description:
It was reported that the arctic sun device was unable to warm the child patient and return them to normothermia.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. As the reported event was unconfirmed, device history record review and labelling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was unable to warm the child patient and return them to normothermia. Per follow up information received via ibc on 10aug2022, patient was unable to complete therapy and discontinued. Onsite field service completed by technician and they could not repeat the heating issue. No repairs were done. Patient unable to complete therapy.